Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject device was used. In the procedure, the needle tube of the subject device dropped into the patient's lungs. The fragment was not retrieved. The procedure was completed. It was reported that at a later date, the patient coughed up the needle tip. No further information was reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. The manufacturing record was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc surmised that the needle was bent since the needle was subjected to a loads when the patient moved. An additional load was applied in the opposite direction of the needle bend, as a result, the needle broke off. The instruction manual of the device has already warned as follows; when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.